Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low r waves and high number of sensing integrity counter (sic) oversensing episodes are observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.